Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Since the patency of the device was not confirmed, the surgeon conducted contrast radiography and found that the fluid did not flow through the distal part from the valve. The surgeon replaced the valve with a new one on (B)(6), 2015. It was reported that the valve had a crack. The patient's condition is good after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at 30mmh2o. The valve was visually inspected: a cut / tear in the silicone housing was noted as well as the valve casing with the valve mechanism inside was no longer in the silicone housing. As noted in the IFU silicone has a low tear/cut resistance. Another cut was also noted on the top of the silicone housing. These cuts/tears is probably due to a sharp or pointed object coming into contact with the silicone housing. Review of the history device records confirmed the valve product code ns9008, with lot ctfbyc, conformed to the specifications when released to stock on the 13th may 2015. The root cause of the cuts/tears silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.